Event description:
The customer called into philips to report the device gives an error. There was no patient or user involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device gives an error. There was no reported patient involvement.